Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device would not fire and then fired cips out with no control. Another device was used to complete the case. There were no adverse consequences to the pt.